Event description:
It has been reported the patient requires a revision - clinical summary: "24 year old patient, operated in 2012 for distal femoral resection with reconstruction by rotatory hinge prosthesis, in the context of osteosarcoma. This was a stanmore prosthesis with a tibial reconstruction implant. At the femoral level, it is a distal femoral implant with a 2cm spacer. The patient presented with femoral pain and imaging revealed a loosening of the femoral bone without any evidence of an infectious problem. No tibial loosening. Revision decision to change the femoral implant". Update 17jan22: "this was partially revised in 2020 for an aseptic loosening. There is now again an aseptic loosening." Update : clinical consultant reviewed the imaging provided and stated the following " [..] The CT image provided shows remarkable radiolucent line between the cement mantle and bone. There was bone remodelling near the bone resection and tip of the stem. Therefore, the radiographic review can confirm the clinical report and reason for revision".

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets, distal femoral replacement, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for mets proximal tibial replacement which was inserted in 2012. The femoral component was revised to distal femoral replacement in 2020. Now the surgeon reported that the femoral stem was loose. The CT image provided shows remarkable radiolucent line between the cement mantle and bone. There was bone remodelling near the bone resection and tip of the stem. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It has been reported the patient requires a revision. Clinical summary: "(B)(6) patient, operated in 2012 for distal femoral resection with reconstruction by rotatory hinge prosthesis, in the context of osteosarcoma. This was a stanmore prosthesis with a tibial reconstruction implant. At the femoral level, it is a distal femoral implant with a 2cm spacer. The patient presented with femoral pain and imaging revealed a loosening of the femoral bone without any evidence of an infectious problem. No tibial loosening. Revision decision to change the femoral implant". Update 17jan22: "this was partially revised in 2020 for an aseptic loosening. There is now again an aseptic loosening."